Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("inflammation of fallopian tubes") and abdominal pain ("very strong abdominal pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. In 2009, the patient had essure inserted. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), menorrhagia ("abundant bleeding during menstruation"), pain ("pain"), arthropathy ("problems with hip bones") and discomfort ("discomforts which have aggravated with the passing of years"). The patient was treated with paracetamol and ibuprofen. At the time of the report, the salpingitis, abdominal pain, dyspareunia, menorrhagia, pain, arthropathy and discomfort had not resolved. The reporter provided no causality assessment for abdominal pain, arthropathy, discomfort, dyspareunia, menorrhagia, pain and salpingitis with essure. The reporter commented: discomforts with essure since the first moment (nine years ago, months after the birth of her son). She has looked for medical advice during all these years, where analgesics (paracetamol and ibuprofen) have been prescribed for treating pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-may-2018 for the following meddra pt (excluding this case): salpingitis: 106 cases were identified. Abdominal pain: 2172 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("inflammation of fallopian tubes") and abdominal pain ("very strong abdominal pains") in a 42-year-old female patient who had essure (batch no. 634990) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. In 2009, the patient had essure inserted. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), menometrorrhagia ("abundant and irregular menstruations"), pain ("pain"), bone disorder ("problems with hip bones") and discomfort ("discomforts which have aggravated with the passing of years"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain") and arthralgia ("hip pain"). The patient was treated with paracetamol, ibuprofen and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the salpingitis had resolved and the abdominal pain, dyspareunia, menometrorrhagia, pain, bone disorder, discomfort, adnexa uteri pain and arthralgia had not resolved. The reporter provided no causality assessment for bone disorder, discomfort, dyspareunia and pain with essure. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, menometrorrhagia and salpingitis to be related to essure. The reporter commented: the physician would call the patient for an echography then, she will be send to the hospital for the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: to check tubes inflammation - everything normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("inflammation of fallopian tubes") and abdominal pain ("very strong abdominal pains") in a 42-year-old female patient who had essure (batch no. 634990) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. In 2009, the patient had essure inserted. In 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), menometrorrhagia ("abundant and irregular menstruations"), pain ("pain"), bone disorder ("problems with hip bones") and discomfort ("discomforts which have aggravated with the passing of years"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain") and arthralgia ("hip pain"). The patient was treated with paracetamol, ibuprofen and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the salpingitis had resolved and the abdominal pain, dyspareunia, menometrorrhagia, pain, bone disorder, discomfort, adnexa uteri pain and arthralgia had not resolved. The reporter provided no causality assessment for bone disorder, discomfort, dyspareunia and pain with essure. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, menometrorrhagia and salpingitis to be related to essure. The reporter commented: the physician would call the patient for an echography then, she will be send to the hospital for the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: to check tubes inflammation - everything normal. Most recent follow-up information incorporated above includes: on 30-jul-2018: patient¿s report - essure lot number (634990); previous adverse event update (from abundant bleeding during menstruation to abundant and irregular menstruations); new adverse events (ovarian pain and hip pain); outcome of event inflammation of fallopian tubes (recovered); action taken with essure (ongoing); drug treatment (ibuprofen and acetaminophen for inflammation of the fallopian tube); exams (echography); and reporter¿s causality assessment (events are related to essure). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.